Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: n824308001, ubd: 20-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving pf normal saline via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included pancreatitis, abnormal blood sugars, chronic headaches and chronic subdural fluid collections in the head. On (B)(6) 2018 the healthcare provider reported that the patient complained of double vision and ¿turning in of the left eye¿. The patient also had headaches but those were chronic per the patient¿s report. The patient went to the ER (emergency room) on saturday (B)(6) 2018 and was admitted for work up. An MRI of the head and thoracic spine were performed. A ¿small collection of fluid¿ was noted sub-durally in the thoracic spine. The healthcare provider stated it was small. Neurology felt like maybe the catheter in the intrathecal space maybe a factor in the patient¿s symptoms. The patient was taken to the or (operating room) on monday (B)(6) 2018 and the physician removed the catheter from the intrathecal space and the catheter would be replaced in the future. It was noted that the patient was implanted with pf normal saline and never had drug in the pump as of now. The pump was turned to minimum rate and the physician was going to wait a few days to see if the symptoms changed. The patient did not want full system removed as his pump trial went very well. The patient wanted the spinal segment replaced as soon as possible. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.